Event description:
It was reported that on (B)(6) 2021, the patient was admitted for bacterial infection in the driveline, driveline pocket, and artificial blood vessels. Surgical and drug intervention was performed. The cause of the infection was patient condition and complexities of medical management. On (B)(6) 2021, the patient developed neuropathy during hospitalization. The patient had a intracranial bleed (stroke) in the right hemisphere diagnosed via computed tomography. The patient was on warfarin and aspirin at the time of the event. There was no surgical or drug therapy performed. The cause of the stroke was complexities of medical management. The bleeding occurred recently after the surgical therapy for the pump driveline infection. On (B)(6) 2021, the patient developed renal dysfunction during hospitalization. Dialysis treatment was not performed. The maximum value of creatinine was 3.41 mg/dl. The renal dysfunction was considered to have been caused by bacteremia. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the patient¿s history revealed that they had a previous bacterial infection on (B)(6) 2021 (MFR # 2916596-2021-05182). The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas instructions for use (IFU) and patient handbook is currently available. Section 1 of the IFU, ¿introduction¿, lists infection, renal dysfunction, bleeding, and stroke as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6, ¿patient care and management¿ lists neurological dysfunction as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.